Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not powering on. The customer reported that the screen was black and remained unresponsive despite reboot attempts, even though the device was connected to power. However, there was no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, a customer informed the technical support specialist (tss) that a field service engineer (fse) had visited and checked on the issue. The customer provided permission to close the case. The system functioned as intended after the field service engineer investigated the device.